Event description:
Same case as MFR report #: 2134265-2010-02757. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced a stroke. The index procedure treated a 70% stenosed, 5.0x20mm lesion of the right proximal internal carotid artery. Treatment consisted of placement of a filterwire ez and deployment of a 10x31mm carotid wallstent. Following post dilation, residual stenosis was 0%. The patient was discharged the next day. Five days post procedure the patient presented to the emergency room with mild dysarthria, left facial droop, left hemi-neglect, and dense left hemiparesis. A CT revealed a right frontal lobe infarct. The next day, the study stent was found to be patent with 16-49% narrowing within the stent when compared to the more distal vessel. The patient was treated with a heparin drip and neurological monitoring. Angiography was performed five days post admission to look for improvement of the presumed intraluminal thrombus and improvement was noted. The patient was discharged six days post admission with orders for stroke rehabilitation and continued anticoagulation therapy consisting of aspirin and clopidogrel. The investigator assessed the event as possibly related to the wallstent, unrelated to the filterwire, and highly probably related to the study procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).